Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt reported there is a small amount of condensation in the cartridge chamber of her insulin infusion device. She said she dried the condensation with a cotton swab. She stated she lives in a humid climate. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.